Manufacturer narrative:
Additional information was requested but not provided. Without a lot number or serial number, the device history records review could not be completed. The device remains implanted and will not be returned.

Event description:
It was reported that an m6-c malfunctioned, x-rays show a collapsed device and suspected osteolytic changes. The device remains implanted.